Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2015 with the following findings: during testing, the display was found to be dim and the display text was discolored. Unrelated to the complaint, evaluation revealed that the up arrow, ok, and contrast keypad buttons were hard to push. The down arrow keypad button responded appropriately to button presses. The keypad cover was fully intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. Also unrelated to the compliant, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the button cover damage. In addition to the unrelated issues, evaluation revealed that the battery compartment was cracked between the bottom and the bumper pad.